Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient was seen in the office 18 months later where another manufacturer's right atrial (ra) lead was programmed back to bipolar configuration. At that time noise was also seen on the right atrial (ra) and right ventricular (rv) electrograms (egms). Over one week later the patient was seen in the emergency room after complaining their pacemaker was vibrating. A remote interrogation found the lead safety switch (lss) had triggered for the right atrial (ra) lead again ;changing the polarity back to unipolar. Review found that the pacing impedance measurements for the ra lead had been greater than 3000 ohms consistently for a year and a half. During the interrogation in the emergency room, the field representative noted ra impedance measurements were on the low side in the 290 ohms range. The output was reprogrammed on the ra lead and pacing was programmed to unipolar while sensing was programmed to bipolar. It was furthered noted that another manufacturer's right ventricular (rv) lead exhibited high out of range pacing impedance measurements of 2100 ohms but a lss had not yet occurred. The rv lead was reprogrammed from unipolar pace and bipolar sense to bipolar pace and bipolar sense. The physician would continue to monitor the patient as the noise was not able to be reproduced and the emergency room check provided good measurements. The pacemaker and another manufacturer's ra and rv leads remain in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed to update the conclusion code.

Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented to the hospital due to pain in the pacemaker area. Upon interrogation it was found the pacemaker and another manufacturer's right atrial (ra) had triggered the lead safety switch (lss) a few days earlier due to high out of range pacing impedance measurements. Further review found that approximately five weeks earlier the pacing impedance measurement had increased from 450 ohms to 1200 ohms and then increased again to just below 2000 ohms a few weeks later. It was also noted the ra output was set to auto 5.0 volts due to high threshold measurements. 1258 atrial tachy response (atr) episodes were noted due to my potential oversensing. The noise was not able to be reproduced with isometrics. Further examination determined the patient's pain was due to pectoral stimulation from unipolar pacing. The atrial sensitivity was reprogrammed to bipolar with unipolar pacing and autothreshold was programmed off and the lead programmed to a fixed threshold of 1.5 volts. A fracture of the other manufacturer's lead was suspected. The patient was referred to their following physician. The pacemaker and ra lead remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the following physician made further programming changes and will continue to monitor the patient. It was noted that no x-ray or further testing was performed at this time. The pacemaker and another manufacturer's right atrial (ra) lead remain in service and no adverse patient effects were reported.